Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to 15% remaining. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been increasing in a gradual fashion. Device replacement was recommended. Additional information indicated that the revision procedure took place and this device was explanted and will be returned. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to 15% remaining. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been increasing in a gradual fashion. Device replacement was recommended. Additional information indicated that the revision procedure took place and this device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to 15% remaining. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been increasing in a gradual fashion. Device replacement was recommended. Additional information indicated that the revision procedure has not been scheduled or performed at this time. Should additional information become available, an updated report will be provided. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the remaining longevity dropped to 15% remaining. A request was made to have data from this device analyzed. Data analysis showed the power consumption of this device has been increasing in a gradual fashion. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.